Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found one similar report with the involved product code/lot number combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
The user facility reported that the angio-seal bypass tube was already detached. The following information was provided by the user facility: the event happened during preparation; the bypass tube was found already detached from the carrier tube tip when the poly-foil pouch was opened; the pouch was opened on a clear and flat surface all the way from the arrow side to the end; the bypass tube was left in the pouch; physician stopped using the device; hemostasis was achieved using another angio-seal device of the same model; it was reported there was no health damage to the patient; and there were no other devices used with the angio-seal device.

Manufacturer narrative:
The report is being submitted as follow-up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the evaluation codes. The codes were unable to be selected when the follow up no. 2 report was submitted, the codes are now available and have been selected.